Manufacturer narrative:
(B)(4). No complaint received with return of device. A partial lead with the connector pin measuring 34.6cm was returned for analysis. External insulation abrasion was noted at 25.2-26.4cm from the connector pin, consistent with lead friction to the device can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.